Event description:
It was reported that the battery of the t:slim x2 pump would not charge, accompanied by a power source alert identified as alert 07 in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue, which occurred before contacting technical support, was resolved after the customer changed the charging supplies, continuing to use a non-tandem wall adapter with a tandem charging cable, against recommendations to use only approved accessories unless otherwise instructed. Technical support agreed to send a replacement tandem wall adapter via two-day shipping.